Manufacturer narrative:
.

Event description:
It was reported that the customer had a loose drive support cap and a compromised force sensor system alarm on the insulin pump. No further details given.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with a cracked belt clip slot, and minor scratches on the display window.